Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level at the time of the report was 90 mg/dl. Standard troubleshooting was performed. The insulin pump had previously received a battery out of time limit alarm. The insulin pump was functioning according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)